Event description:
On (B)(6) 2022, dr (B)(6) (lls2253) sent (B)(6) a text message reporting that "I just had a rhexis with a tag from the lensar and it ran. I had to do anterior vit. And use a 3-piece iol in the sulcus. The patient has to go to retina. I think I will be done doing rhexis/fragwith the lensar for now. Can you review it?".

Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: senior cas (B)(6) reviewed the open call for lls2253: case #11352 - oval cup placement had good centration with poor suction applanation to the eye. Minor eye movement is noted throughout the case. No software category was used, however from visual observation, there was some density to the lens. Capsulotomy starts at frame #3 with even breakthrough at frame #6. Minor bag movement can be observed, however no obvious double cuts are noted. Fragmentation begins at frame #13 and completes at frame #28. Ak #1 and #2 are completed without issue. Laser performed as designed. Case #11354 - oval cup placement with good centration and good suction applanation to the eye. No movement is noted throughout cases. Anterior abrasions or scaring are noted on the surface of the cornea. These marks will reduce the effectiveness of the capsulotomy treatment. These issues can cause "whisps" and/or incomplete capsulotomy treatments. The laser functioned as designed. Root cause: patient anatomy of a dense lens can affect internal bag movements during treatment. Corneal clarity is necessary to avoid ineffective laser treatment parameters.

Event description:
(B)(6) - n/a - on (B)(6) 2022, dr (B)(6) ((B)(6)) sent (B)(6) a text message reporting that "I just had a rhexis with a tag from the lensarand it ran. I had to do anterior vit. And use a 3-piece iol in the sulcus.the patient has to go to retina. I think I will be done doing rhexis/fragwith the lensar for now. Can you review it?"

Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: senior cas (B)(6) reviewed the open call for (B)(6): case # (B)(4) - oval cup placement had good centration with poor suction applanation to the eye. Minor eye movement is noted throughout the case. No software category was used, however from visual observation, there was some density to the lens. Capsulotomy starts at frame #3 with even breakthrough at frame #6. Minor bag movement can be observed, however no obvious double cuts are noted. Fragmentation begins at frame #13 and completes at frame #28. Ak #1 and #2 are completed without issue. Laser performed as designed. Case # (B)(4) - oval cup placement with good centration and good suction applanation to the eye. No movement is noted throughout cases. Anterior abrasions or scaring are noted on the surface of the cornea. These marks will reduce the effectiveness of the capsulotomy treatment. These issues can cause "whisps" and/or incomplete capsulotomy treatments. The laser functioned as designed. Root cause: patient anatomy of a dense lens can affect internal bag movements during treatment. Corneal clarity is necessary to avoid ineffective laser treatment parameters. Follow up: the patient required no additional surgery and is stable. They have residual astigmatism due to implanting a non toric iol which is expected. No other issues were noted by the doctor.